Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of atypical low voltage alarms was confirmed via log file analysis. Data was reviewed from the reported event date of 02sep2024. Beginning at 17:17, intermittent atypical low voltage advisory alarms activated due to faults on the black power cable. The driveline was disconnected at 17:27. The controller was powered down at 17:31, after the driveline was disconnected. This is consistent with the reported controller exchange. The alarms and power cable faults did not affect the controller¿s ability to support the pump and there were no other notable events captured in the log file. Provided information indicated that there were no adverse patient effects from the reported event. The returned system controller serial number: (B)(6) was functionally tested and was found to perform as intended. Atypical events and alarms were unable to be reproduced throughout testing, even when the controller¿s black power cable was manipulated by hand. Wires within the black power cable were also measured and did not show any issues that would have contributed to the reported event. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and showed no deviations from manufacturing or qa specifications. The heartmate 3 patient handbook (rev. G, section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low power advisory conditions. The heartmate 3 patient handbook (rev. G, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced an alarm that was beeping on (B)(6) 2024. The patient was on fully charged batteries. The cause of alarm was unknown, however, when the screen was counting down to turn off. The system controller was exchanged. The alarm history on the system controller contained power cable disconnect for 42 seconds. When this alarm occurred, the patient was on a different set of battery clips and a different set of batteries from when the first alarm occurred on the original system controller on (B)(6) 2024. Log files on the original system controller were submitted for review and captured several low voltage advisory events on battery power starting on 02sep2024 at 1717 and continued until the system controller was exchanged at 1727. During the low voltage alarms there were some odd voltages on the black power lead. This may have been due to a weak connection between the battery clip and the black power lead. The log file did not record events regarding the reported countdown to turn off.